Manufacturer narrative:
The conclusion of this analysis are that the device was returned in a damaged condition, the reason it was explanted was due to persistent feedback. Based on this analysis the most likely cause of this feedback is that this device was susceptible to conductive moisture. All other aspects of the device were within spec. It is not clear at what point the damage occurred, or whether or not the damage contributed to this device's susceptibility to feedback due to conductive moisture.

Event description:
The pt had feedback since activation commander testing showed feedback between -15db and -25db across all frequencies. A transcanal procedure on (B)(6) 2012 was performed to remove scar tissue, but this did not result in any change in the feedback. During revision surgery, visual inspection of the sp showed that blood was under the sp header just below the openings for the leads as well as in the lead ports; since the leads were removed while the sp was still in the sp bed, it is not known if this fluid was present before the leads were removed. Sp was replaced during revision surgery.